Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported he has trouble getting the reservoir to stay in securely because there are cracks in the threads. Customer's blood glucose at the time of the incident was 202 mg/dl. Product is expected to return.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted. The test reservoir stay locked in place noted during testing.